Event description:
Same case as:2134265-2015-01075. It was reported that a guide wire fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected for treatment. Platform testing was performed with the burr outside of the patient. When the physician stepped on the foot pedal, the speed increased to over 200,000 rpm. The speed was decreased to 155,000 rpm which took approximately 10 seconds to achieve. It was then observed that the wire was fractured. The procedure was not completed. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for evaluation. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The annulus of the burr was inspected and a fractured guidewire was visible in the burr of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).